Event description:
The customer reported that the tube arcs at a low kv. The unit trips the main breaker at 40kv. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep heated the tube through the kv range and the system operates as intended.